Manufacturer narrative:
Device passed self-test, a21 error test and displacement test. No unexpected a47 alarm, e21 or a21 alarm or reset time or date anomaly after change battery noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Customer was assisted with clearing the alarm. Customer was able to successfully clear the alarm. Customer stated that insulin pump error alarm recurred after a battery change. No harm requiring medical intervention was reported. The device will be returned for analysis.